Manufacturer narrative:
We have not received the patch for investigation. The patch was initially implanted on the patient on (B)(6) 2020. The patch remained implanted in the patient for more than one and half years before the onset of the symptoms. We have requested the surgeon to provide us with additional information including the strain of bacteria that was identified in the culture and if the patient has recently undergone any other surgeries. However, we have not yet received any response. Our validation studies have shown that the hardest to sterilize/remove bacteria for our process are the bacillus and clostridium strains for which we have conducted extensive validation work to prove the effectiveness of the sterilization process. At this time, we could not confirm the source of infection. We have manufactured a total of 488 xenosure biologic patches in this lot number. We have sold all of the patches. We have not received any other complaints related to a similar incident.

Event description:
Patient had a carotid endarterectomy with patch done on (B)(6) 2020. She presented in (B)(6) 2022 with an infection that required surgical intervention. Culture of explanted patch showed infection.